Manufacturer narrative:
Retention testing was completed on lots subject of the reported event; all testing evidenced passing results. The device history record also evidences the lots were manufactured to specification.

Manufacturer narrative:
The user facility reported that the processing cycles for the instruments used in the patient procedures completed successfully with no abnormalities. The cycle printouts confirmed that the cycles were completed successfully and all critical parameters were met. A steris service technician inspected the two v-pro sterilizers and confirmed that the units were operating according to specifications. In addition, the facility monitors all v-pro cycles with chemical indicators (ci); the cis used in the cycles were reported to have passed. The passing ci results confirm the result of the processor cycle printout by verifying that the load was exposed to the required concentration of vaporized hydrogen peroxide. Retain testing completed on a lot subject of the reported event evidenced passing results (negative result); the second lot retain testing is in process. The device history records also evidence the lots were manufactured to specification. The units are not under steris service contract and are currently maintained and serviced by a third party. Steris identified the user facility was using instrument pouches not validated for use with the v-pro sterilizer when on-site. The user facility confirmed they are now using steris pouches. In-service training is scheduled for (B)(4) 2012 regarding proper use/handling of the biological indicators and the sterilizer.

Event description:
The user facility reported that they received positive biological indicator (bi) results for loads run in a v-pro sterilizer. The instruments present in the cycle had been used in patient procedures and the user facility monitored the patients per their hospital protocol; no injuries have been reported.